Manufacturer narrative:
(B)(4). One (1) xconnector driver, x20 (product code: 2894-10-300, lot # nw144669) and one(1) sfx torque handle (product code: 2894-10-150) were returned to the complaints handling unit (chu) for evaluation. Visual examination of the torque handle revealed significant wear and tear with severe gouges and impaction marks on the surface of handle and on the connector/adaptor area. Device was then sent to the npd lab for torque testing. Torque handle assessment found that the device was not functioning as intending; the handle was over torqueing, which a result of handle is being out of calibration. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the tip breaking of xconnector driver intra-operatively. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. Although not proven, the quasi-static torsional shear failure of the driver can be attributed to the over torqueing of the torque handle, due to it¿s out of calibration condition. This condition is the result of wear from usage over time and possibly the result of poor care and handling by the customer as evident by the observed gouges and impaction marks on the device. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to implant a sfx to the l4/5 for l4 spondylolisthesis was performed on (B)(6) 2016. During the surgery, when the surgeon performed the last fixation of the sfx left set screw, the tip of reported torque driver shaft (2894-10-300) was fractured. The surgeon could not remove the tip as it was left inside the screw hole. Therefore, the surgeon removed and collected the fixed connector and rods which are reported (1894-01-405 / 1797-62-035 x 2) in order to avoid the tip being left in patient's body. The surgeon could not perform torque counter as there was no room at target area. Since the surgeon had experienced a similar fracture trouble last week, he checked carefully that the tip of driver was inserted straightly and screwed it slowly, but it was fractured while a torque was applied. The surgery was successfully completed with a 30 minutes delay. There were no patient injury / consequences.